Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-14098. It was reported that infection was observed. The device, rv and ra leads were explanted. The physician will evaluate the patient's condition in the next 2 months to decide if implanting the new device system is needed. The patient was stable after the procedure.